Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not clean the area prior to starting peritoneal dialysis therapy. The bacterial peritonitis was manifested by cloudy effluent, abdominal pain, and fever. The same day as diagnosis, the patient was hospitalized. Beginning on the day of onset, the patient was treated with vancomycin intraperitoneally for twenty-two days (dosage and frequency not reported) and ceftazidime 1 gram intraperitoneally for twenty-two days (frequency not reported) for the bacterial peritonitis. Dianeal therapies were ongoing. After twenty-two days of hospitalization, the patient was discharged. The patient was recovered from the bacterial peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.